Event description:
The report stated that an end tone was heard, confirming the end of the vessel fusion cycle, but the tissue was not sealed. Oozing bleeding was confirmed. The same event occurred with another handpiece. Another generator was then used with another handpiece, and it worked normally.